Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was intermittently sensing vf. The lead was capped when adjusting the settings did not work to detect vf after 2 consecutive dfts.